Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a grease-like foreign substance was found in the bd luer-lok disposable syringe with bd luer-lok tip during use, and it moved whenever the plunger was pressed down. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there was a grease like material in the syringe that moved whenever they pushed the plunger on the syringe down. Customer also stated they noticed 2 other syringes that may have been dirty as well starting on (B)(6) 2020. Customer did not remember which lot# the other 2 syringes had come from and had also thrown away those syringes. The lot # is only related to the syringe which had the greasy residue from today (B)(6) 2020."